Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient died because of the cardiac resynchronization therapy defibrillator (crt-d). Additional information related to the cause of death was requested and is not available.